Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose was 78 mg/dl. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.